Event description:
Caller alleged imprecision with the inratio2 meter. Complaint summary: date: (b)6) 2013; initial inratio inr: 1.4; repeat inratio inr: 2.1. Time between testing was minutes. Pt's therapeutic range was not provided. No further info was provided.

Manufacturer narrative:
Analysis of the client's data from repeat inratio testing revealed that test result comparison did not meet precision criteria. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is possible. Root cause could not be determined from the info provided by the customer. Trend analysis is not required at this time - no strip lot info. This issue will be subject to future tracking. No correct action is required at this time as no product deficiency was established.